Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient(age and gender unknown). While using the device with multi-function electrodes, but the device failed to discharge. The clinicians then obtained another device to successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.